Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume settings were changing without user interaction. The customer reported that the volume settings changed from "vibrate" to "low". The customer changed the settings to address the event. There was no impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.